Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, g3, g6, h2, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown zimmer femoral component catalog #: ni lot #: ni, unknown zimmer tibial component catalog #: ni lot #: ni, unknown zimmer articular surface catalog #: ni lot #: ni. G2: foreign - event occurred in australia. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and instability from post-operative patella implant fracture. Attempts have been made; however, no additional information is available.